Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer changed the cartridge and removed an obstruction that was covering the pump speaker holes. Alarm was resolved. Insulin delivery was resumed. There was no reported impact to customer's blood glucose.